Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift occurred. On 21-oct-2024, additional information was received indicating the system did not report any errors, but the pressure prompt model moved before and after ablation, and there were differences between the two modeling attempts. The shift was approximately 8-9mm. The patient did not undergo rate recovery; the patient did not move. Based on this additional information, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 system and a map shift occurred. On (B)(6) 2024, additional information was received indicating the system did not report any errors, but the pressure prompt model moved before and after ablation, and there were differences between the two modeling attempts. The shift was approximately 8-9mm. The patient did not undergo rate recovery; the patient did not move. Based on this additional information, the event was reassessed as an MDR reportable malfunction. Device evaluation details: it was confirmed that the issue was resolved by replacing the faulty back patch sensor cable with another one that was delivered to the customer. The system is ready for use. An investigation was initiated by the manufacturer to investigate the issue. The case logs were requested in order to investigate the issue but no data was received. The history of customer complaints reported during the last year and associated with carto system # 66132 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # 66132, and no internal action related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).